Event description:
It was reported that prior to an unknown case, the corner of the packaging was broken and the sealing paper does not close the inner package completely, making the product non-sterile. Another like device was used for the case. There was no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.